Manufacturer narrative:
Date sent to the FDA: 5/25/2021.

Manufacturer narrative:
Date sent to the FDA: 7/12/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2019 during which the surgeon noted ¿he found that the transverse colon was trapped and densely adhered to a 4 cm defect at the center of the old mesh. He dissected free the transverse colon from the dense intraabdominal adhesions to the mesh, resected and removed the tacks and most of the mesh, leaving a small portion of the mesh on the transverse colon to prevent bowel injury and repaired multiple holes in the posterior sheath caused by the tacks.¿ it was reported that the patient experienced severe pain, discomfort, bowel injuries and inflammation. No additional information was provided.